Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced in positioning this right ventricular (rv) lead. The lead was positioned multiple times in effort to obtain acceptable sensing and threshold measurements. At one position, the lead dislodged and was moved again. Eventually a good position was found and the procedure was completed. Two weeks post-implant, an alert was issued in the patient¿s remote monitoring system indicating the rv lead measurements had changed significantly and the patient was brought to the hospital to evaluate the rv lead. A lead dislodgement was suspected. An x-ray showed the lead had pulled tight, which could have caused the increase in pacing threshold measurements and the decrease in r-waves and pacing impedance measurements. The patient was hospitalized and a revision was planned for the following week. During the revision, the lead was tested on the pacing system analyzer (psa) and the same poor measurements were obtained. Therefore, the rv lead was explanted and replaced with another lead of the same model. The new lead was positioned successfully on the first attempt, the device was connected, and the procedure was completed with no additional adverse effects.